Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, sometime post a dialysis catheter placement procedure, the catheter allegedly expelled out from the patient body. There was no reported patient injury.

Event description:
On (B)(6) 2025, sometime post a dialysis catheter placement procedure, the catheter allegedly expelled out from the patient body. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one 19cm glidepath d/l catheter was returned for evaluation. Gross visual, microscopic, tactile evaluation and functional testing were performed on the returned device. The tissue cuff was intact and and fiber disturbance was noted throughout the tissue cuff. No evidence indicating loose fitting was noted near the tissue cuff. Therefore, the investigation is inconclusive for the reported expulsion as the exact circumstance at the time of the reported event was unknown. The definitive root cause could not be determined based upon available information labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h4, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.